Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that 719 days following a coronary artery drug eluting stenting procedure, the patient experienced a thrombosis. The initial procedure identified one target lesion in the mid lad (left anterior descending) artery. The lesion was pre-dilated with a 2.5x15mm maverick balloon and then this stent was deployed. The patient presented with chest pain 719 days following the index procedure. Thrombosis of the lad was found and was treated with poba using a 3.0x12mm quantum maverick balloon at 16 atm. The area was also treated a second time using a 3.5x12mm quantum maverick balloon at 18atm. It was further reported that the patient had recently stopped taking plavix due to a colon surgery. The exact date of this is unknown.